Event description:
It was reported that the flogard infusion pump battery would not charge. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer but was evaluated on-site. During an on-site evaluation when the pump was plugged into the ac outlet, the plug icon was not lighting up. It was determined that the fuses were damaged during visual inspection. The cause of the reported issue was determined to be blown fuses. As a result, the ac fuses and the batteries were replaced. Should additional relevant information become available, a supplemental report will be submitted.